Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported during a patient¿s new implant surgical procedure today, the lead would not enter the header block of this device. They swapped out the implantable neurostimulator (ins) for another new ins and the issue was resolved. The event occurred on the day of the report. There was no adverse outcome as they just used a different ins. The patient did well. The ins was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the setscrew to be backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.